Event description:
Healthcare professional reported left side "slightly enlarged lymph nodes" and "fibrotic capsule". The device has been explanted.

Manufacturer narrative:
Alternate email: (B)(6). Postal code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "slightly enlarged lymph nodes."

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, inflammation/irritation: unable to observe, as it is a medical event. That is not related to the device. Lymphadenopathy: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, left side "slightly enlarged lymph nodes" and "fibrotic capsule". The device has been explanted.